Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  All catheters undergo leak test on 100% lot quantity during production to ensure that they meet their specifications and perform as designed. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient and also prevents excessive force from being applied to the vessel itself. The instructions for use (IFU) cautions the user "do not exceed maximum pull force specifications as balloon rupture and catheter separation may result and balloon degradation and rupture my result from deposits within the vessel, excessive handling, or exposure to adverse environmental conditions." This document represents our initial/final report.

Event description:
Thrombectomy- iliac artery desobstruction - "systematic burst of the balloon during passage through artery (same incident for 2 catheters 3f and one catheter 4f). The user has implemented an iliac stent (longer than originally planned)." Patient status: ok.